Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. However, during upload to determine pump error 25, the down and left buttons stopped working unexpectedly. After swapping the boards into a known good case and then swapping a known good electrical board 2 onto electrical board 1, the problem persisted. The keypad problem seems to be isolated to electrical board 1.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump not turning on. Customer stated that the insulin pump not take any battery and battery failed alarm. Customer reported that the contact not missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.